Event description:
It was reported from the labor and delivery unit that an infusion involving 2 8100's and 1 pcu was infusing magnesium. The customer stated that 6 grams were left to infuse over 20 minutes, but the patient got 8 grams in 37 minutes. Per customer, the magnesium levels were monitored and there was no further interventions needed.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Medical device serial #, device manufacture date. Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported from the labor and delivery unit that an infusion involving 2 8100's and 1 pcu was infusing magnesium. The customer stated that 6 grams were left to infuse over 20 minutes, but the patient got 8 grams in 37 minutes. Per customer, the magnesium levels were monitored and there was no further interventions needed.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex a,c,d and g codes.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported from the labor and delivery unit that an infusion involving two (2) 8100's and one (1) pcu was infusing magnesium. The customer stated that six (6) grams were left to infuse over 20 minutes, but the patient got eight (8) grams in 37 minutes. Per customer, the magnesium levels were monitored and there was no further interventions needed.